Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 14 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant did not integrate in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reports that 14 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant did not integrate in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).